Event description:
It was reported that a connection shield loosened after application. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned; therefore, a device analysis cannot be completed. A review of all batch record documents was performed for lot number 13d23h10 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. The cause could not be determined. Should additional relevant information become available, a follow-up MDR will be submitted.